Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient complained of chest pain upon deployment of the right atrial (ra) lead helix. Atrial perforation with pericardial effusion was diagnosed. The ra lead was explanted, and the physician decided to implant a single chamber system. No further patient complications have been reported as a result of this event.